Manufacturer narrative:
There second arsenal set screws reported to have backed out of position is of the same product part number/description but contains a separate identifying lot number. Lot sm64989, manufactured on 12/14/2016. Wear patterns found on the returned set screws and the l3 pedicle screw are indicative of a binding condition between the set screw and the mating polyaxial screw. It is possible to replicate this binding condition when the set screw is final tightened on a rod that is not fully normalized in the polyaxial screw. The binding condition leads to insufficient transfer of torque to the axial clamping force on the rod which may result in set screw back-out. Wear patterns from the right and left l3 set screw is indicative of final tightening a set screw on a rod which is either not fully normalized or is curved within the polyaxial screw. This condition can lead to uneven final tightening on the construct and/or may contribute to the binding condition as described previously. Additionally, the right l4 set screw does not appear to exhibit evidence of final tightening loads. If the set screw did not undergo final tightening, the full axial compression on the set screw-rod-right l4 screw would not have been realized. If the set screw was not applying the full axial load at right l4, it may have resulted in a compromised construct which could have contributed to loosening of the set screws and ultimately set screw back-out.

Manufacturer narrative:
The arsenal set screws are currently being evaluated. A follow up report with results of the investigation will be submitted upon completion.

Event description:
Three (3) month post op x-rays taken (B)(6) 2017 revealed two arsenal set screws had back out of position. The construct was originally implanted on (B)(6) 2017. Revision surgery was conducted on (B)(6) 2017.